Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2021.

Event description:
It was reported that the patient was having charging issue due to communication error between ipg and remote control. It was suspected that cautery was used during non device related back surgery. The patient underwent an ipg replacement procedure.

Event description:
It was reported that the patient was having charging issue due to communication error between ipg and remote control. It was suspected that cautery was used during non device related back surgery. The patient underwent an ipg replacement procedure. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.

Manufacturer narrative:
Sc-1200 sn:(B)(6). The returned ipg was analyzed and device could not maintain battery power due to excessive current leakage resulting from asic (application-specific integrated circuit) u2 damage. An analysis of the patients profile revealed that the symptom appears after the recent operation. With all the available information, boston scientific concludes the reported event was confirmed. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.